Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was not working. Customer stated that he has only been on the pump for about 5 weeks. Customer changed the infusion set yesterday afternoon and his blood glucose started going up. Customer stated that the cannula didn't appear to be bent. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer's current blood glucose was 383 mg/dl. Customer stated that he was sweaty and had nausea due to the high blood glucose. Customer went out to eat and came home. Customer then did a complete set change. Customer's blood glucose went up to 409 mg/dl this morning. Customer took an injection and his blood glucose went down to 350 mg/dl. Customer was advised to do a complete set change. Customer stated that he is going back to injections and will go to the doctor on tuesday.